Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 113,864 joules,15:28 minutes while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be "showing off the tip" / exiting the tip of the fiber. It was additionally reported that the fibers metal cap came loose while inside the patient, then detached from the tip after the fiber had been removed from the patient. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber tip is not detached; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "came off tip" could not be confirmed; the glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber